Manufacturer narrative:
It was reported that an impossible to load exam error message was displayed resulting in shutdown. A DHR review and a complaint history review were performed and did identify 2 similar complaints within the past 12 months for this device. Analysis of data logs was performed and determined that the root cause of the error message is an insufficient memory. In addition, it determined that a delay between 2 commands is the cause of the communication error but the reason of this delay remains unknown. (B)(4).

Event description:
Surgeon tried to replan a trajectory in the or during the case. He opened exam manager to remove the registration CT from exam 2 when "impossible to load exam" error displayed, resulting in shutdown.